Event description:
The patient reported experiencing low blood glucose (bg) levels during the night, with a morning reading of 4.1 mmol/l and ketones level at 4.5 (unit unknown). Symptoms included nausea, vomiting and signs of hypoglycemia. The patient sought medical attention and received hospital care. During the visit, the patient received treatment including intravenous glucose, sweet drinks and ice cream. The patient was wearing the pod at the time of the event for an unknown duration of usage. The hospital confirmed the ketone levels were large, and after 3 to 5 hours of medical care, the patient's bg levels stabilized and was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.